Event description:
Table top centrifuge shattered. The broken lid was found (1/2 attached, 1/2 on floor). Pieces of the rotor were scattered throughout the room causing damage. One employee was sent to employee health services for minor injuries.